Event description:
Reference number (B)(4). Event occurred in india. It was reported that the patient faced an infusion set tubing detachment issue event on (B)(6) 2026. The infusion set tubing came apart at the tubing connector. The insertion site was the left abdomen. The infusion set had been in use for one day. No further information available.